Event description:
During a lead reposition while trying to attach the lead, it was noticed that the distal pin in the rv pace/sense lead was moving freely from the body. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.